Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that image acquisition system (ias) back up file was reloaded and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that while outside of procedure the mobile view station (mvs) of the imaging system booted up but the image acquisition system (ias) displayed a system booting please wait message. Rebooting the system multiple times did not resolve the issue. When accessing the image acquisition system (ias) computer via remote desktop a message was received stating an error has occurred. There was no patient present at the time of the issue.